Event description:
It was reported that the patient presented with left ventricular (lv) lead dislodgement. It was noted that the lv lead also exhibited loss of capture. The lv lead was explanted. Satisfactory parameters could not be obtained by the newly placed lv lead, so it was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. Additionally, during the laser process, the implantable cardioverter defibrillator (ICD), the right atrial (ra) lead, and the right ventricular (rv) lead were damaged. The ICD, ra lead, and rv lead were explanted and replaced on (B)(6) 2025. The patient was in stable condition.